Event description:
The device was sent in to be repaired. It was unknown if the device was in contact with a patient, if there was patient injury, and if the event led to an increase in the surgery time. No other information was provided. Preliminary observations by integra service/repair found the touchscreen and the display were defective. Additional information was requested and on (B)(6) 2015, the following was received from the distributor: the touchscreen does not detect properly. The problem was found by the distributor technical service during testing, before sending it to the customer. There was no patient involved.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported information.